Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intraoperatively, the surgeon used the device but it fired partially. It was noted that the device fired alongside the anvil. Another device was opened but still the same thing happened. It was also reported that the balloon they used is leaking. The surgeon used another device instead and did a hand sew.